Manufacturer narrative:
Physio-control provided the customer with technical assistance and recommended that the customer purchase a replacement battery. It was later confirmed by the customer that due to the age of the device they have declined to have the device serviced or purchase a replacement battery. The device has been returned to their main office to be retired from use. The device has not been evaluated by physio-control. The cause of the reported failure could not be determined.

Event description:
The customer contacted physio-control to report that their device would power off immediately when powered on. There was no patient use associated with this event.